Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required. The carefusion service department evaluated the reported the gas delivery engine (gde). The gde was received damaged therefore no investigation can be performed. Remediation and repair of the suspect device has been completed and no further investigation is required. This reported issue will be tracked and internally investigate the situation.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, the unit passes the extended self-test but as soon as the ventilator starts to work it alarmed extended high ppeak. The customer reported there was no patient involvement associated with this event